Manufacturer narrative:
B3: date is approximate. Year confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine insertion of a small bore catheter using the n180802 nitrex guidewire, the guidewire unraveled while inside the patient. The event was associated with an approximately 20-minute procedural delay, during which increased sedation was administered and an increased amount of fluoroscopy was used. The instructions for use were followed without issue, no resistance was encountered when advancing the device, no packaging issues were noted, and there were no issues reported when removing the device from the hoop/tray. It was reported that no detachment occurred and the guidewire was safely removed from the patient. The procedure was completed using a new device. The patient was reported to be alive with no injury.